Manufacturer narrative:
Updated data: b2. B5. Third paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received indicating that the severe conduction disturbance that occurred was atrioventricular block. Additional information was received that approximately three and a half months following the valve implant, sudden cardiac arrest occurred and resuscitation measures were attempted; however, the patient subsequently died. Per the physician, there was an unknown relationship between the device and the patient's death.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph), d4, and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received indicating that the severe conduction disturbance that occurred was atrioventricular block.